Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional hi-torque command guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that using a femoral artery access approach to the narrow, left lower, anterior tibial artery the hi-torque command guide wire was utilized but became malformed during use and was removed without reported issue. A second hi-torque command guide wire was utilized in the angioplasty procedure but also became malformed during use and a different command guide wire had to be used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.